Manufacturer narrative:
Pending manufacturer investigation.

Event description:
As reported by legal notification, the patient underwent a right tka on (B)(6) 2017. In the ensuing time, the patient began to suffer from symptoms associated with the defects of the exactech knee system, including pain and lack of mobility. As a results, the patient underwent revision surgery on or about (B)(6) 2021. No other patient information/medical history reported.

Manufacturer narrative:
H3. Investigation results- the specific device information is not provided. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.